Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary des to treat a severely tortuous and severely calcified lesion in the proximal cx artery with 90% stenosis. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using another device. It is believed that the event was due to the use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. There was no deformation evident to the stent. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.